Manufacturer narrative:
A field service engineer (fse) was dispatched to the customer's site. The fse evaluated the instrument and discovered a clogged probe wipe. The fse proceeded to replace the clogged probe wipe to resolve the leak and verified the repair as per established procedures. (B)(4).

Event description:
The customer reported that twenty (20) microliters of fluid leaked from the probe of the coulter ac*t diff analyzer following sample and diluent aspiration. The customer was wearing personal protective equipment consisting of gloves and a laboratory coat at the time of the event and there was no report of any injury or direct exposure to the leak. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection with this event.